Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. Forty minutes into treatment, blood was noted dripping from the arterial end of the header of the dialyzer. Test strips were used and came back negative. The pt's blood was not returned to the pt; estimated blood loss was 250cc's. No medical intervention was required. Sample has not been returned to the MFR.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.